Event description:
A customer contacted beckman coulter regarding erroneosly low hemoglobin (hgb), platelet (plt), rbc and wbc results from a single pt that were generated by the coulter ac t diff instrument. The hgb result was 7.4g/dl. Tht plt result was 78 x 10 to the third power cells/ul. The wbc result was 4.8 x 10 to the third power cells/ul. The rbc result was 2.45 c 10 to the six power cells/ul. The results were reported out of the lab. The custoemr indicated that a physician sent the pt to another facility for re-testing. The customer indicated that the results obtained at another facility were "normal. The actual results were not provided. The customer then re-tested the pt original sample, and the cbc parameters were significatly higher. Teh hgb result was 12.9/dl. The plt result was 141 x 10 to the third power cells/ul. The wbc result was 8.8 x 10 the to third power cells/ul. The rbc result was 4.22 x 10 to the six power cells/ul. The customer indicated that there was no change in pt treatment that can be atrributed to or connected with this event.